Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the power issue was occurring during, or immediately after, a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/10/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/29/2014 with the following findings:the black box data showed that multiple reboot events occurred directly following cs-052/054 call service alarms. These findings are not indicative of an intermittent-power issue, as the pump must me rebooted to clear call service alarms. Visual inspection revealed that the battery compartment was cracked below the grip pad; this device failure was unrelated to the reported event. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). The battery cap measurements were found to be within the specifications. The pump was exercised for 24 hours, during which no power-related events were observed. The reported event was not duplicated. The pump case was removed, and no evidence of moisture ingress or loose internal components was found.